Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 500 mg/dl which was treated with syringe. The customer stated that high blood glucose due to infusion set did not delivered insulin. It was unknown customer using auto mode feature at the time of incident or not. Customer stated after changing infusion set issue was resolved. The insulin pump will not be returned for analysis.